Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhance full height cubie drawer 4 latch magnet was missed. A field service engineer identified that drawer 4 enhanced full height cubie drawer had failed and was not recovering. The fse found that the drawer was not recognizing the closed position due to the latch magnet having fallen out. The fse replaced the sliding latch on drawer 4 and also replaced the latch in drawer 5, restoring functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height drawer was failed and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.